Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient experienced a lack of therapy on their right side. Imaging revealed the lead to have slightly migrated. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was repositioned. Issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.